Event description:
Upon removal of the catheter, the marker bands were stripped from the catheter. The attending physician thought the resident, who was removing the catheter, may have applied too much pressure upon removal.